Event description:
It has been reported to philips that the system would not turn on. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system shut down and will not restart. The reported issue is related to a third-party product. The philips field service engineer (fse) inspected the system onsite and confirmed the issue was caused by the ups and batteries circuit breakers tripping. Fse reset the breakers and tested the system. After reset of breakers, the system was returned to use in good working order. The codes were updated based on the investigation outcome.